Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered infections, vaginal pain, urinary problems, painful intercourse, bleeding, discharge, odor, incontinence, erosion of mesh, extrusion of mesh, granuloma formulation, pelvic pain, sores, constipation, and removal of mesh. No further information has been provided.